Event description:
Intra-aortic balloon inserted during CABG on 1/7. At 0030 on 1/8, the balloon pump was alarming as well as "gas loss" alarm. Blood was observed in the helium shuttle line. Catheter was removed, at which time the balloon was noticed to have ruptured. Pt expired at 0155. (Balloon removed at 0102.)